Manufacturer narrative:
Product not returned to manufacturer

Event description:
Doctor's office reported that they suspect the internal threading of the implant was damaged because while going to deliver the final bellatek abutment and it would not seat.

Manufacturer narrative:
(B)(4). The reported device was not returned for inspection. A visual inspection of the x-rays provided confirmed that the abutments did not completely seat onto the xiitp6511 implant. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: information identified: biomet 3i restorative manual, instrm rev b 10/15. Instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant indicated that the bellatek and the encode healing abutment did not seat. The complaint was confirmed through the visual inspection of the x-rays provided. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.